Event description:
It was reported that during a lap splenectomy procedure, the trocar leaked. The procedure was completed with no pt consequence. The device was discarded.

Manufacturer narrative:
Date sent: 05/10/2008. Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.